Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast implant rupture and capsular contracture; baker grade IV. Concomitant products: left side; 450cc mentor memorygel breast implant; catalog#: 3504504bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel, breast implant and was presented with right breast implant rupture confirmed by the physician during surgery for a capsular contracture; baker grade IV on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3504504bc; serial number 7672977-047 on the right side and catalog number 3504504bc; serial number: (B)(4) on the left side.

Manufacturer narrative:
On 6/5/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, mentor became aware that incorrect device manufacturing date was reported in the initial report. Hence, section h4 has been updated. Investigation summary: upon visual inspection of the picture, the sample it appeared intact. The photos do not provide enough evidence to determine if the device is ruptured. However, no conclusion could be reached as the device was not returned for analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).